Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated a 12.6mm, micl12.6, -12.0 diopter, implantable collamer lens was implanted into patients eye. The surgeon reports excessive vault, glare, and halos. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.